Event description:
It was reported that a spectrum pump had an unk problem. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the condition where the pump will not auto restart, which was observed after introducing a downstream occlusion. The current reading of the downstream sensor was found out of specification (high reading). This elevated signal level was the cause for the downstream occlusion and with a false occlusion present the pump will not auto-restart. The failed downstream sensor was replaced.